Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the driveline was completely separated from the strain relief.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by the clinical engineer revealed multiple breaks in the outer sheath as well as damage to the strain relief, confirming the reported event. Additionally, visual evidence provided revealed yellowing and cracking of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation has been opened by the manufacturer to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. Based on the available information, the most likely root cause of the strain relief damage may be attributed to factors such as normal wear over time, improper handling. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The hvad system consists of a blood pump with an integrated, partially sintered inflow cannula; a 10mm diameter gel impregnated polyester outflow graft, and a percutaneous driveline. A strain relief is used on the outflow graft to prevent kinking and secures the outflow graft to the pump. The instructions for use (IFU) advises to always rotate the strain relief so that the clamp screw is located on the inner side of the outflow conduit to avoid tissue irritation or damage. Additionally, it instructs to inspect the outflow graft and strain relief for any kinks or twisting and reattach the outflow graft if necessary. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the ventricular assist device (vad) driveline was bending near the strain relief and the red wire was starting to become exposed from the inner silicone lumen. Initially, it was felt that a driveline splicing would be appropriate as it would only be a matter of time before the wires fractured. The driveline was assessed and it was noted that there was damage to the outer sheath near the strain relief with the red wire exposed. Electrical tape placed by the hospital was removed and multiple breaks were observed to the outer sheath and there was damage to the strain relief. The red and green wires were exposed but had no damage. It was determined that a sheath repair was the most appropriate solution. A rubber cap was slid over the strain relief and repair tape, down the driveline covering all damage to the outer sheath. Log files were sent and no associated electrical alarms were found. No patient complications have been reported as a result of this event.